Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis replaced due to a right cylinder connector crack. Following the surgery, the patient was stable, improved and the event resolved.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the patient had the inflatable penile prosthesis replaced due to a right cylinder connector crack. Following the surgery, the patient was stable, improved and the event resolved.

Manufacturer narrative:
Investigation summary: with all the available information boston scientific concludes, based on analysis results, product analysis confirmed the reported events related to the cylinder connecting tube crack. Device history record (DHR) review: DHR review confirmed that the device met all material, assembly and performance specifications prior to shipment from boston scientific. Additionally, potential emerging trends are captured as part of the post market signal evaluation and escalation process device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ipp cylinders were visually inspected, leak tested, pressure tested and examined using a microscope. The first cylinder had a large tear/ hole in the outer tube in the cylinder body consistent with explant damage; however, there was no damage to the inner tube and the cylinder passed leak testing. No tubing was returned for analysis. The other cylinder passed all tests performed. Due to the identified explant damage, product analysis was unable to identify device malfunction with the returned cylinders. The pump was leak tested, visually inspected, examined using a microscope, and functionally tested. There was a leak in the pump strain relief kink resistant tubing (krt)-cylinder junction that was the result of fatigue and a hole was present. The damaged tubing was removed. The pump was functionally tested and did not pass inflation or activation testing. Product analysis concluded that identified fluid leak and the pump not passing testing is also the probable cause of the reported mechanical issue. Product analysis confirmed the reported event. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. The reported events also do not contain an allegation against the labeling. Investigation conclusion: based on this investigation, the investigation conclusion code of cause traced to component failure was chosen, based on the failure with the pump that failed the inflation test, activation test and the fluid leak that was identified. The adverse event of device has a fluid leak leading to limited device function, inflation issue and mechanical difficulty with the device are known risks of the device and are included in hazard analysis.